Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, pyxis screen went black. User had a message on pop "enter password, invalid password". There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. A field service engineer (fse) arrived onsite and found no errors or failures. Fse verified the system was operational and confirmed successful login. The system functioned as intended after field service engineer investigated the device.